Event description:
During the procedure, the deltapaq cerecyte microcoil (cdf10020330/ m10015) could not be detached, although the position was adjusted, the coil still failed. The physician tried 5-6 times but all failed to detach the coil. The coil was successfully removed from the patient. The coil was not stretched when it was removed, and remained attached to the delivery system when removed from the patient. Additionally, the coil did not stretch or break in two pieces with attempt to remove from the patient. The detachment control box cable used was an enpower. Pre-deployment electrical check was performed, and no low battery light was seen during the case. No fault light was seen during case, and upon pressing the power button, did all lights illuminate. Also, the green system ready light illuminated. During the detachment cycle, the detachment light illuminated, but the coil still could not detach. Also, the audible signal beeped during the attempt to detach. All connections appear to fit properly without application of excessive force. After the event, the same connecting cable and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The microcatheter used during the case was a sl 10. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remained attached to the delivery system. The target site was the posterior communicating aneurysm. The device was changed to use another one to complete the procedure. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the deltapaq cerecyte microcoil (cdf10020330/ (B)(4)) could not be detached, although the position was adjusted, the coil still failed. The physician tried 5-6 times but all failed to detach the coil. The coil was successfully removed from the patient. The coil was not stretched when it was removed, and remained attached to the delivery system when removed from the patient. Additionally, the coil did not stretch or break in two pieces with attempt to remove from the patient. The detachment control box cable used was an enpower. Pre-deployment electrical check was performed, and no low battery light was seen during the case. No fault light was seen during case, and upon pressing the power button, did all lights illuminate. Also, the green system ready light illuminated. During the detachment cycle, the detachment light illuminated, but the coil still could not detach. Also, the audible signal beeped during the attempt to detach. All connections appear to fit properly without application of excessive force. After the event, the same connecting cable and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The microcatheter used during the case was a sl 10. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remained attached to the delivery system. The target site was the posterior communicating aneurysm. The device was changed to use another one to complete the procedure. No further information was available. The coil was returned undamaged. The device positioning unit (dpu) passed electrical testing. The detachment fiber did not receive heat and melt. The coil was still fully attached to the intact detachment fiber. The coil detached on the first detachment attempt during laboratory testing. Post-detachment resistance passed at 54.0 ohms. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coil being unable to be detached during the procedure cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed with electrical testing of the returned device; the coil detached without discrepancy. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with review of the available information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Therefore, no corrective actions will be taking at this time.